Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. However, a longevity overestimation was confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a remote follow-up, a decrease in the longevity was observed and premature battery depletion of the device was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.